Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-01073. It was reported that the patient presented with loss of capture on their right ventricular lead and implantable cardioverter defibrillator. Programming changes were made. The patient was in stable condition.